Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported failed extended self-test (est) with error 3122 - relief valve cracking pressure out of range. Prv measured value of 79.8. No patient/user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 07jan2019, PMA/510k : 01jan2019. Customer cannot be reached despite multiple attempt to contact. No additional reports have been received for this unit. No parts have been returned for evaluation, therefore a device evaluation cannot be performed and the investigation results are not available for a customer response. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.